Manufacturer narrative:
The device used in treatment, has been returned and evaluated. Establishing a relationship between the event reported. The visual inspection confirmed, silicone remained on the carrier. The functional evaluation confirmed, reduced adherence. The root cause confirmed, as raw material issues. A review of the manufacturing records found, that there was no evidence, that the product didn¿t meet specifications at the time of manufacture. Complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported. And continue to monitor for adverse trends.

Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film, so it was impossible to use. The product of another lot number was used for treatment. No delay was reported. The sample will be returned for investigation.